Manufacturer narrative:
A united states (us) customer contacted a siemens remote support center and reported smoke visible inside an advia 2120i instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit the cse replaced the autosampler main fuse along with the safety interlocks switch cable. This returned the instrument to normal operation. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported autosampler failure and visible smoke inside the advia 2120i. No visible flames or sparks were noted. There was no delay in patient testing as the customer has a back-up instrument, no impact to patient results, no injuries to the operator and no damage to other laboratory equipment.